Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
An international customer reported an event of an "odor to peroxide" emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The sra shows the risk for odor/smells to be "low." No parts were available for return and evaluation. The assignable cause of the odor/smells issue is likely the catalytic converter. The field service engineer replaced this part and the fse confirmed the issue was resolved. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.